Event description:
It was reported that during preparation and removal from the tray, an emboshield nav6 embolic protection system (eps) was noted that the delivery catheter was separated at distal marker band. However, no resistance was reported when loading the filter into the delivery catheter pod and no resistance noted during removal from the package. The device was not used an there was no patient involvement. Another same size emboshield nav6 was used to complete the procedure without any issues. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the separation of the delivery catheter pod was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.